Manufacturer narrative:
Name: medtronic minimed country: united states of america address ¿ line 1: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
On (B)(6) 2026, the user failed to perform the scheduled infusion set change due to time constraints, resulting in prolonged insulin underdelivery and severe hyperglycemia (400 mg/dl). Without corrective action, this progressed to diabetic ketoacidosis with loss of consciousness, requiring emergency hospitalization.